Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer's blood glucose (bg)level ranged from 200-600 (mg/dl) with ketones. The customer administered manual injections to address bg level. During the occurrence of (B)(6) 2016, the customer went to the emergency room (ER) due to an elevated bg level of 600 mg/dl with ketones. The customer was treated with insulin and fluids. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. Recommendation was made for the customer to call when the occlusion alarm occurs for troubleshooting.